Event description:
The customer reported that the system displayed a communication error message. This error message is likely to prevent the system from booting up or cause the system to shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service representative attempted to make an onsite investigation, however the system was in use and the service representative was turned away by the customer. No conclusion can be drawn as further repair info is unavailable at this time.